Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) experienced syncope. Boston scientific patient services (ps) was contacted for assistance and advised to follow-up with the physician. This ICD remains in service. No additional adverse patient effects were reported.